Event description:
The reporter called regarding arisense 11 continuous positive airway pressure machine by resmed. The caller mentions the machine was not working well and would shut off frequently. The airflow was improper, and message shown was leak detected. The reporter tried several measures but could not fix the device. She contacted the manufacturer and a representor replied that it was a manufacture defect, the water chamber is defective. She could not use the device for three months and experienced no adverse events.